Event description:
During a graft declot procedure, there were several attempts to deflate the catheter's balloon. The doctor successfully deflated the balloon by using a needle to puncture through a graft. No permanent injury reported.